Event description:
Event description guidant received information that this fineline has an impedance reading of >2500 ohms in bipolar and 400 in uni, cxr suggests possible clavicular crush. Unable to obtain atrial threshold.